Event description:
It was reported that the customer was hospitalized due to experiencing a blood glucose (bg) level of over 900 mg/dl; cause of bg was not reported. Multiple follow-up attempts were made by tandem technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.